Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they insulin pump button hard to push due to lots of use. Customer¿s blood glucose level was unknown. Customer reported that the device shuts off without warning, light was very dim and very hard to see or read the device. The insulin pump will not be returned for analysis.